Event description:
Clinic notes dated (B)(6) 2013 note that the generator is near end of service. It was noted that the patient has experienced an increase in seizures this month. It was noted that the patient experienced 23 seizures in (B)(6), 18 seizures in (B)(6) and 20 seizures up to (B)(6). It was noted that the patient was referred for generator replacement. The notes indicate that the increase in seizures may be related to the device end of service. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
An implant card was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.